Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated the patient had been experiencing syncope for an unknown reason and he was unable to interrogate the device or determine a magnet rate. It was noted that the patient had been lost to follow-up. Ts advised that our current medical records show the patient's previous boston scientific device was explanted over two years earlier and we have no records indicating a new device was implanted. Competitor companies were contacted, however they also do not have the patient listed as being implanted with one of their devices. The field representative is attempting to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.